Manufacturer narrative:
Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Discarded by hospital.

Event description:
Blue plastic cover on tibial impaction device broke during case